Manufacturer narrative:
Serial number was not provided therefore UDI is not available. Manufacturer's investigation conclusion: the reported low voltage and backup battery fault alarms were confirmed via the submitted log file. The log file contained approximately 14 days of data ((B)(6) 2019 ¿ (B)(6) 2019 per timestamp). On (B)(6) 2019 at 21:39, the rsoc voltage across both cables simultaneously dropped from the expected 12v to ~3.2v in approximately three seconds activating the low power hazard alarms. During the low power hazard alarm the backup battery fault activated due to an unknown cause. The alarms cleared approximately 4 seconds later when power was restored, the event appears to be related to a loss of ac power while the controller is connected to the mpu. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mobile power unit was not returned for analysis and remains in use. To date, no further information has been provided and no equipment has been returned for analysis. The low power hazard alarm appeared to be related to a loss of ac power while the controller was connected to the mpu. A root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate iii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including low power and backup battery faults. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
During evaluation of the submitted log file the observed low voltage alarms were found to be related to a loss of ac power while the controller was connected to the mobile power unit (mpu). When there is a loss of external power to the mpu it cannot be discerned whether it is due to disconnection at the mpu or the wall. No further information was provided.